Event description:
It was reported that the implant box was opened and the inner blister pak was open. The 13mm 6485-3-613, used flash sterilization for 10 minutes with the biologic indicator and implanted the stem.